Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 51 mg/dl. Customer's blood glucose level at the time of call was 51 mg/dl. The insulin pump will not be returned for analysis. Frn unknown. Inf set unknown.